Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: lead. Product ID 977a260, serial# va2u0t1010 implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: lead. Product ID 977a260, serial# unknown. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 25-oct-2026, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 26-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was poor lead placement of the intellis system. The patient underwent revision of the spinal cord stimulation (scs) system, as the scs did not cover areas of pain. During the procedure, hcp attempted to re-implant with fresh 977a260 leads but was unable to thread the leads higher than t8. Consequently, the entire intellis system was explanted. The patient will be referred to neurosurgery for a possible paddle implant. It was unknown if there was any patient involvement or complications as a result of the event. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.